Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon interrogation, the implantable cardiac monitor displayed an error message. On 05/20/16 the device software was downloaded and normal device function resumed. The patient was in stable condition.